Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube. No cracks were noted on the display window and no damage on the lcd glass.

Event description:
It was reported that the insulin pump has a large crack from the top right hand corner of the screen to the top of the device. Reporter isn't aware of how this occurred. Advised that the insulin pump will be replaced.